Event description:
Boston scientific received information that this patient had experienced a syncopal event during an episode of sustained ventricular tachycardia (vt). No adverse patient effects were reported.

Manufacturer narrative:
A review of the device programming was performed and it was determined that the device discriminators did not accurately assess the onset of the patient's rhythm and therefore, therapy was not delivered. Device reprogramming was performed and no further issues have been reported. This product issue will be updated if additional information is received.